Event description:
The patient presented to the ep lab for a vt ablation. Right femoral arterial access was obtained without issue. We attempted to pre-close the vascular access with a perclose device. During the deployment of the perclose device, which was performed as usual according to the manufacturer instructions, an internal component of the device broke, and the device pulled out of the artery. The device was unable to be withdrawn fully from the artery without cutting of the suture in the device. Pressure was held and two new perclose devices were deployed in an identical fashion without issue. However, upon replacement of the 8fr sheath into the artery (dilated with an 8fr sheath prior to the first perclose attempt), significant bleeding was noted around the sheath suggesting that the malfunctioning perclose had expanded the arteriotomy. The 8fr sheath was upsized to an 11fr sheath and pressure was held, and the procedure was performed successfully. At the end of the procedure hemostasis was obtained with the two successful pre-closed perclose sutures without issue. On inspection of the device after the case it appeared that an internal component of the device was bent and fractured in multiple spots, and part of the footplate had come off with the suture. These were compared to the components of the two successfully deployed perclose devices which showed normal device function.